Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital because they had high blood glucose levels. Their levels were reading as high, over 500 mg/dl. Patient was diagnosed with hyperglycemia and dehydration. Patient was treated with intravenous therapy with insulin and fluids for hydration. The patient stated that they were in the hospital for 4 to 5 hours.